Manufacturer narrative:
Concomitant medical devices: fr995-21, valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture. The right atrial (ra) lead exhibited oversensing and undersensing. The leads remain in use. No patient complications have been reported as a result of this event.